Event description:
It was initially reported that the patient had generator replacement on 08/20/2014 due to near end of service (neos=yes). Analysis of the generator was completed and found that the device was not near end of service. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. As a result, follow-up was performed with the treating physician¿s office. The treating nurse practitioner reported that the device was working in 2012. The patient returned one year later and they were unable to interrogate her device. They suspected possibly failure, but noted that the patient had physically matured and went from a petite child at implant to an obese girl with very large breasts which hid the vns and made it very difficult to find, swipe and interrogate. The mother felt vns was not working as well as before and generator was eight years old, so she wanted to replace the device. After replacement, they could interrogate without any trouble. The programming systems have been functioning properly since the time that the device could not be interrogated. Additional details about why the mother felt vns was not working as well were obtained. The patient¿s seizure frequency was not much different, but the mother felt that the magnet swipes did not abort seizures. The nurse reported it was possibly due to the swipes not being over the correct location since she could not feel the device any longer. The patient had to use diastat more and had increased emergency department visits for longer seizures. The clinical symptoms were observed approximately around (B)(6) 2013. The patient¿s seizures were improved since prior to vns, but since (B)(6) 2013, the seizure duration increased and no longer appreciated benefits from the vns magnet. Medications were adjusted and the generator was replaced as a result. The worsened seizures were believed to possibly be related to lack of magnet benefit due to the patient¿s body size increase so much that the parents could not consistently find the device to ensure accurate swipe technique. There were no other external changes that preceded the onset of the events that were believed to be related.